Event description:
Additional information revealed that patient passed away during the week on (B)(6) 2019. Exact date of death and cause of death is unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient recently had lost a lot of weight and thus was experiencing pain at the ipg site. Patient still has effective therapy. In turn, surgical intervention may be pending to address the issue.